Manufacturer narrative:
Continuation of d10: product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2024, product type: extension. Product ID: b35200 ,product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical product: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2024 product type extension product ID b35200 serial# unknown product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 14-sep-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had low bipolar impedances between contact 1 and 2, around 50 ohms. Patient had a 37603 implanted previously and had recently had a stage 1 to implant the right lead. The plan for this surgery was to perform a stage 2 for the new right lead, and to replace the 37603 with a percept pc for both leads. The surgeon knew there was a low impedance on the existing lead system so he also knew he was going to see if replacing the extension fixed the impedances. The patient mentioned they hit their head frequently and that could be the cause of the low impedances. The surgeon agreed this may be the case. The surgeon replaced the 37603 in the pocket with the percept pc and connected the existing legacy extension. The low impedances were still present. They then replaced the legacy extension with a new legacy extension and tunneled it and the sensight extension into the battery pocket. They tested the impedances again and they were all normal for both left and right. The extension was replaced with a new one. The issue was resolved at the time of the report.